Event description:
During a thorascopy on the third firing of the ez45g the surgeon felt a crunch when firing and then could not open the instrument. A second ez45 was used to transect the first instrument serial #0350. There was no consequence to the pt.

Manufacturer narrative:
H4; d5: information unavailable. H6: code 400(other): damaged firing mechanism. Based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion coudl be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.